Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an open colectomy/functional end to end anastomosis, after inserting the battery, the status indicator illuminated blue and the handle indicator flashed green. The battery was re-inserted and the issue was resolved. After the first firing of the powered stapler with the reload, the surgeon removed the cartridge from the adapter and the status indicator illuminated blue and the handle indicator illuminated green. After re-inserting the battery, the issue was resolved. After the 2nd to the 4th firing of the stapler with the reloads, the same problem occurred and the jaws did not return to the neutral position. After re-inserting the battery, the problem was solved. The patient recovered smoothly.